Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a ventricular tachycardia episode and the device did not deliver a shock. Shock therapy was delivered externally. Approximately eleven days later the patient passed away peacefully at home. A request for additional information was made but not received.